Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances with a value of more than 3000 ohms which subsequently led to a lead safety switch. In addition, oversensed noise was also observed. Technical services (ts) was consulted and recommended further evaluation. Subsequently, this right ventricular (rv) lead was capped and successfully replaced. Other than the intervention no additional adverse patient effects were reported.